Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of over 300 mg/dl, nausea, and diabetic ketoacidosis resulting in customer being hospitalized in the intensive care unit, and going to the emergency room multiple times. Reportedly, customer is allergic to preservatives in insulin, resulting in insulin being delayed in effectiveness. Additionally, it was reported that the customer experienced ongoing blood glucose levels ranging from 14 mg/dl to 40 mg/dl, resulting in a loss of consciousness. Reportedly, customer has a metabolic disorder that makes predicting food metabolism difficult. Customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer required assistance to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.